Manufacturer narrative:
The loaner autopulse platform (B)(4) was returned from the customer for service. During service on 11/30/2021, the platform failed a load cell characterization test due to a defective load cell module 1. The damaged battery compartment and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, noticed a damaged battery compartment, likely caused by mishandling such as a drop. The damaged battery compartment was replaced to address the observed physical damage. Also, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate was deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that load cell module 1 is over-reporting. The load cell module 1 was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During service on 11/30/2021, the returned loaner autopulse platform (B)(4) failed the load cell characterization test. No patient involvement.